Event description:
The customer reported that the generator driver board is bad. When this issue occurs, the system is rendered inoperable, resulting in a complete loss of functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver pcb was evaluated and replaced, and the high voltage circuit was calibrated. The system was tested and found to be working as intended and returned to service.